Event description:
During a pancreatoduodenectomy procedure that the tissue pad broke and came off after use. The broken piece did not fall into the patient. Another device was used to complete the case. There was no adverse patient consequence.